Event description:
It was reported by service report that the stretcher brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam, drive link.